Event description:
It was reported that the user experienced repeated occlusion alerts while using the ilet with a contact detach 23"-6 mm infusion set, after which the user shaved the abdomen, moved the insertion site, changed the infusion set multiple times, and observed a large air bubble in a prefilled fiasp cartridge that could not be expelled; the user disconnected from the ilet to correct glucose and administered 8 units of fiasp by injection. Symptoms included hyperglycemia with a reported peak glucose of 293 mg/dl. Outcomes included temporary interruption of insulin delivery, user-performed corrective action with backup therapy, and subsequent reduction of glucose to 263 mg/dl without medical intervention. Investigation included product troubleshooting and user education regarding infusion set changes, site selection, and air bubble removal, with plans to provide a replacement case and belt clip. Investigation of this case revealed that high glucose was associated with infusion occlusion and the presence of air in the cartridge and tubing pathway, consistent with known infusion set and fluid path issues. It was concluded, based on previously established findings for similar reports, that the cause was probable occlusion and air-in-line related to infusion set use and cartridge preparation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.